Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, the patient succuessfully activated a new pod.

Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and adhesive pad attached to the bottom housing. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found during the investigation that would result in the cannula dislodging. The exact cause of the reported dislodging event could not be conclusively determined. No damages or defects were observed with the adhesive pad or the adhesive welds. The cause of the reported adhesive failure could not be determined.